Event description:
It was reported an over infusion occurred on a novum iq pump and a patient wasn't adequately medicated. A medical surgery intensive care unit patient was intubated and receiving fentanyl 5 ml/hour in a 100 ml bag. At an unknown time, the nurse noted the fentanyl bag was empty; however, that same nurse "expected" the bag to have at least 60 ml remaining. The nurse also noted the patient was "still agitated". The peripheral IV site was intact, no kinks were noted in the baxter solution set and no extension sets were in use. During an on-site visit a baxter representative reviewed the event history log and noted there were "multiple boluses" during the fentanyl infusion. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.